Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had pocket revision for unknown reason. Additional information received from the field representative indicating that the patient had been irritating the incision and the lead was very close to eroding through. The plastic surgeon revised the incision and the pocket. There were no additional adverse patient effects reported. All available information indicates that the product remains implanted.